Event description:
It was reported, the patients stimulation sensation moved from the desired area of her back, down to her feet. Reprogramming was performed but this did not resolve the issue. X-rays were performed, and lead migration was verified. On (B)(6) 2013, the 60cm length leads were replaced with 75cm leads. The patient was getting excellent therapeutic coverage and "everything was great" after the procedure. Additional information received reported there was no known cause of the issue. The patient was doing well, and getting good therapy and stimulation.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).